Manufacturer narrative:
Additional information was provided in d.10., h.3., h.6. And h.11. The product was not returned for analysis. Only photos were returned. The reporting facility did not provide a lot number or any identification of the product. Provided photos show an implanted iol on a screen. There appears to be a dark line or mark or scratch over the iol optic. The complainant indicates the use of non company viscoelastic, which is not qualified for use with the associated iol model. Based on our observation of the attached photos, there appears to be a dark line or mark or scratch over the iol optic. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The product was subject to handling and the reported damage was highlighted post implantation. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during the iol implantation process after cataract removal, a scratch was observed on the iol upon entering the crystalline lens. The facility uses over 80 company monofocal iols per month, and two consecutive cases were recently reported. All company cartridge units with scratches were disposed. The scratched iol was not removed; it remains implanted, and the surgery was completed successfully. Additional information has been requested.